Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-20 . H.6. Investigation summary: bd received 92 samples and 1 photo from the customer in support of this complaint. The photo was visually evaluated and shows the shelf pack label, it does not show the customer¿s failure mode of underfill. Additionally, 10 sample tubes along with 10 production lot in-house retention tubes from the bd inventory were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample, photo, and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: customer reports faulty vacuum.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: customer reports faulty vacuum.